Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after a car accident on (B)(6) 2025 and since then the patient has not been able to feel well with the therapy or to properly control the controller and change the therapies as before. It was impossible to activate the stimulation. The patient confirmed he has an appointment with their doctor on (B)(6) 2026 and will contact medtronic back if there are any problems. Patient has been notified that they should call back if their issue is not resolved permanently. Additional information was received. The patient called back after visiting with a manufacturer representative (rep) who after performing troubleshooting advised requesting a new controller. A new controller was requested. Additional information was received from the rep reporting that the cause of the patient being unable to feel well with the therapy or to properly control the controller and change the therapies was related to impedance problems. There were communication issues and problem to recharge the device properly. There were communication issues with the controller. Issues were resolved with the new controller.